Event description:
One incident occurred in which chemotherapeutic agent, taxol, leaked during patient use. Leakage was noted immediately coming out of spike and port interface of competitor IV bag. It was confirmed that there was no patient or staff injury. Spill was reported to have been cleaned up appropriately.